Event description:
It was further reported that the patient received assistance from her physician or company representative and her concerns were resolved.

Event description:
It was reported that a patient was sometimes able to connect with the implantable neurostimulator (ins) and patient programmer, but even when the patient could connect she was unable to change the amplitude, or turn the screen off to start over. It was stated that the patient tried to connect and got the poor communication screen. It was stated that the patient was unable to turn the screen off or press any navigator keys, the screen just stayed on poor communication screen. It was noted that the patient tried putting in new batteries but it still ¿gave her problems.¿ the patient stated that she talked to her manufacturer¿s representative today and they ¿said it was probably shorting out and to call patient services.¿ the patient stated that she needed to change her settings but she couldn¿t. It was noted that the patient hadn¿t even had to use the programmer in 6 months, and she just noticed it today when s he tried to use it. Additional information received reported that the navigation button was ¿intermittent at best.¿ it was stated that the rest of the buttons work. It was noted that the recharger worked. It was reported that the patient got an ¿initial shock¿ when she first started to recharge her implantable neurostimulator (ins) while sitting. It was noted that the patient had the implant for 5 years and had not yet told her healthcare professional (hcp) about this issue. It was stated that it appeared to have occurred through product use. No patient harm reported. Additional information received reported that the device was returned to the manufacturer. Additional information received reported c300. It was reported that the telemetry board was corroded, the bottom and top case assembly was worn, and the face plate was scratched.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient ; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 300120001, implanted: (B)(6) 2011, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).